Event description:
During a procedure resistance was felt when the physician inserted the gdc 10-ultrasoft stretch resistant in the tracker excel-14 catheter. It was pulled out and broke. Both devices were removed.